Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. For three consecutive months the patient experienced recurrent episodes of cloudy effluent and aseptic peritonitis. The patient was not treated for the events but was hospitalized for investigation after the third occurrence. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that therapy was discontinued and the patient was switched to hemodialysis. The patient recovered from the event of peritonitis. Should additional relevant information become available, a follow-up report will be submitted.